Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the rotawire was not secured. A rotablator plus was selected for use. Upon removal of the rotawire using the dynaglide mode, the wire clip was attached to the distal end of the rotawire and was clipped into the back of the advancer. However, it was noted that the rotawire spun and was twisted outside of the advancer as it came out of the turbine. The physician then removed both the rotawire and the burr from the patient's body. No patient complications reported and the patient's status was fine.